Event description:
On 07/09/2025, it was reported by a sales representative via (B)(4) that an ar-9597-10 angled reamer locked into outer reamer shaft (ar-9597-20) during the final reaming process. The surgeon asked to remove both outer reamers (both 10 and 20 degree) to eliminate this issue. No adverse event or added time occurred. Case was completed in the normal manner. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-9597-20 batch 37222222 was received for evaluation. Visual inspection revealed deep scratches around the inside diameter at the distal end and collar. Nicks were also noted around the proximal end hole diameter. Functional testing with a well-known good device found resistance when the reamer was intended to be set inside. The most likely cause for the reported failure can be attributed to misuse due to a force perpendicular to the drive shaft being applied while the device is spinning. This applied force creates an excess of friction and heat that ultimately has the potential to cause the device to cease functioning as intended. Application of this force perpendicular to the drive shaft is not needed for the device to function, nor is it recommended that the user do this during normal clinical use. When used usually, this issue is unlikely to present itself, which suggests that the handling of the device greatly impacts whether or not it will seize. For this reason, the direct cause is considered to be device misuse. The complaint allegation was confirmed. Refer to the investigation pictures.